Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 448 mg/dl. Troubleshooting was initiated. The customer was able to rewind the insulin pump and prime successfully. The infusion set was inspected and the cannula was not bent. Further troubleshooting was declined. The insulin pump was not returned or replaced.